Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. Customer's blood glucose was 144 mg/dl. Reportedly, insulin delivery was resumed.